Event description:
The device was unable to discharge. Complainant did not indicate that there was any pt involvement in the reported malfunction. This info was received from a service tag that was returned with the device. The co has made several attempts to get additional info from complainant. However, to date info has not been forwarded to the co.